Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.6. Hardware: iphone16.1. Cgm sensor type: data not available.

Event description:
The patient reported that the pod was continuing to deliver insulin, without being commanded, resulting in the delivery of uncommanded bolus insulin. Blood glucose level was reported to be 300 mg/dl. Medical treatment was not required. The patient reported pod was also leaking. The patient removed the pod.